Manufacturer narrative:
B2: additional information received indicated that the hospitalization was not related to the device. Coding was updated to reflect this change. H1: additional information changed the reportable event from a serious injury, to just a malfunction. The coding was updated to reflect this change. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that it was unknown why the patient was hospitalized and that it was not pump related. It was also unknown what the cause of the issue was. The patient cancelled an appointment for a rotor study/dye study and would reschedule at another date. It was also reported that the patient's symptoms and issues with the pump and catheter had not been resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot# , serial# (B)(6), implanted: (B)(6) 2020, explanted: , product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-nov-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative regarding a patient receiving intrathecal morphine 1 mg/ml at 0.048 mg/day via an implantable pump for unknown indication for use. It was reported that the patient was seen at their healthcare professional's (hcp) office on (B)(6) 2023 to discuss ¿turning off¿ pump or how to proceed with pump therapy. Per patient she was hospitalized from ¿(B)(6) to end of (B)(6)¿. Her pump reservoir was 0.4ml with the alarm reservoir at 0.1ml and simple continuous rate at slowest rate that it would go. The patient complained of something rolling around on top of pump in pocket and thinks ¿catheter pulled out again¿. The patient stated that the pump was ¿sitting on a nerve now¿ and she gets shocking pain from pump pocket in left buttocks down her left leg when sneezes or coughs. Patient stated that particular pain does not happen at other times. The patient was scheduled for rotor dye study in office on (B)(6) 2023. If the dye study shows catheter to be in the intrathecal space, the doctor would order to refill the pump. The doctor put pump on min rate mode, and added 5ml under reservoir volume, so pump would not alarm until potential refill happens. Doctor stated after dye study, patient would be sent back to surgeon due to connector felt on top of pump inside the pocket. The issue had yet to resolve with the patient's status of "alive-no injury". The patient's weight and medical history were asked but made unknown.